Manufacturer narrative:
Subsequent to the submission of the initial medwatch report, further testing was completed at the service center. While the device was infusing with ac power, the device seamlessly switched to battery power when the ac power was removed. The battery was then disconnected from the device. Then while infusing the device was switched from ac power to battery power and the device audible alarmed for about 3 seconds before it shut down.

Event description:
The device was returned to the service center with a report from the customer contact that the device that alarmed, "error 175/0004 watchdog." No additional information was provided. This did not indicate a reportable malfunction. However, during verification testing at the service center, while operating on battery power, the device powered itself off without sounding an audible alarm tone.

Event description:
The device was returned to the service ctr with a report from the customer contact that the device that alarmed, "error 175/0004 watchdog." No additional info was provided. This did not indicate a reportable malfunction. However, during verification testing at the service ctr, while operating on battery power, the device powered itself off without sounding an audible alarm tone.

Manufacturer narrative:
The device was received with a non-hospira approved supplied battery type. Testing and investigation found that the device powered up with error 175 (watchdog error) when connected to ac power. The device was restarted and passed the self-test on ac power. During testing, while operating in the continuous mode at a rate of 4 ml/hr, the device audibly alarmed and displayed battery fault (ob). When the ac power cord was unplugged, the device powered off without sounding an audible alarm tone. This was due to the battery cable was disconnected from the positive battery terminal and physical damage. This report represents all the information known by the reporter upon query by hospira personnel.